Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a shoulder arthroscopy procedure, the patients left shoulder was swelling more than normal after 20 minutes of arthroscopy using ar-6480 dualwave pump and ar-6410 pump tubing. The pump settings were set to 50 on the default shoulder arthroscopy setting. The pump never read error of any kind. The pump was shoulder level at the time of the case. The procedure was completed by ending the arthroscopy and finishing the case through an open incision.